Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
(B)(6). It was reported that on (B)(6) 2014 a 2.25 x 28mm xience xpedition stent was implanted in left circumflex coronary artery (lcx), a 2.5 x 38 mm xience xpedition stent was implanted in left anterior descending coronary (lad), and a 3.0 x 28mm xience xpedition stent was implanted in the obtuse marginal coronary artery (om). The subject took dual antiplatelet therapy regularly after the index stent procedure. The patient experienced intermittent chest tightness and chest pain for 1 year, and was re-hospitalized on (B)(6) 2015. Medication was given. A coronary angiogram was performed, but there was no percutaneous intervention. Results of the angiogram were unable to be obtained as the medical records were archived and not accessible. The patient recovered well and was discharged from hospital on (B)(6) 2015. The patient's final outcome was satisfactory. No additional information was provided.